Event description:
A customer reported an air leak was noted from a hose during a procedure. Subsequently, a system message was received and the unit shut down. There was no pt impact reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).